Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high, out-of-range defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event for high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a right ventricular (rv) cable that breached the rv connector boot, consistent with procedure damage. X-ray examination found an over torqued inner coil and damaged rv cables at the connector region. Electrical testing did not find any indication of conductor fractures.

Event description:
Additional information received indicating that the right ventricular lead was not capped but explanted and replaced to resolve the event.